Event description:
Technical services received a call on 10/28/2011. Caller stated that this rv lead functioned fine but sensing was low. The physician elected to change lead. They capped and replaced the rv lead. Before new lead placed, patient was ap vp all the time because of low rv sensing. Patient was getting inappropriate vp before. No adverse patient effects. Physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).